Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. After investigation, the customer's complaint could not be confirmed, because of the unavailability of key information ( glucose trend and sensor's raw data in data management system), and the calibration was past due a few hours before the reported time of mismatch and glucose values only resumed after that time of event. The investigation can't therefore be conclusive, as the information in hands reveal no malfunction with the device.

Event description:
Senseonics was made aware of an incident where patient experienced a hyperglycemia event. User said eversense system was measuring 200 mg/dl where as blood glucose meter (bgm) showed 300 mg/dl. Information on whether or the alert was received was not available. No further information was provided.